Manufacturer narrative:
11/22/96-supplement report #1 submitted to FDA.

Event description:
The disposable loading unit was used with an instrument during a wedge resection. Reportedly, the knife and pusher jammed during firing. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.